Event description:
Patient was brought in for lead fluoroscopy and non invasive programmed stimulation of device and right ventricular lead was found to have externalization of wires. Device also did not function properly during testing.